Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was unable to reverse was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that moving parts of the trigger of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from japan that during service and evaluation, it was determined that the battery handpiece device had an air leak, the shaft was aging, had component damage, moving parts of the trigger of the device did not move smoothly, the upper trigger was stuck, the battery dropped out, the device would not run, and the upper trigger was not responding. It was further determined that the device failed pretest for general condition, leakage test, check for mechanical free movement, check for sticky triggers, check falling out protection, and check general function of the device. It was noted in the service order that the device was unable to reverse and oscillate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.